Manufacturer narrative:
(B)(4). Customer declined replacement product and will be using another company's meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 149 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 174 mg/dl and 173 mg/dl. The product is stored according to specification in the bedroom. The test strip open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.